Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 4mm 10cm saberx radianz was used at the severe calcification part of the iliac artery. However, it ruptured. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 4mm 10cm saberx radianz was used at the severe calcification part of the iliac artery. However, it ruptured. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82257984 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " balloon burst" could not be confirmed. Procedural, handling, and/or anatomical factors may have been contributing factors. However, based on the limited information and without procedural images, the exact cause cannot be determined. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the 4mm 10cm saberx radianz was used at the severe calcification part of the iliac artery. However, it ruptured. There was no reported injury to the patient. The device will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.